Event description:
It was reported that a tsw35 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the affiliate that the operation had to be converted to an open procedure (total abdominal hysterectomy), when the atw35 kept misfiring. Once all the reloads had been used up the device could no longer be used. None of the reloads fired correctly.